Manufacturer narrative:
Device evaluated by MFR.: an xxl/16-6/5.8/75 was received for analysis. A visual examination identified that the balloon was not folded, and inflation media was present inside it which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied; the balloon was inflated to its rate of burst pressure of 5 atmospheres for 30 seconds using digital timer without issue. A vacuum was then applied. The inflation device was verified at 5 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure of 5 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per xxl specification, the rated burst pressure for this device is 5 atmospheres. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found that the shaft was kinked at more than one location. This type of damage is consistent with excessive force being applied to the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-tortuous and mildly calcified common iliac artery. A 16-6/5.8/75 xxl esophageal balloon dilator was advanced for post dilatation of a previously placed stent. However, during initial inflation at 4 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another 16-6/5.8/75 xxl esophageal balloon dilator. There were no patient complications nor injuries reported. It was further reported that the balloon ruptured at 2 atmospheres for less than 15 seconds.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-tortuous and mildly calcified common iliac artery. A 16-6/5.8/75 xxl esophageal balloon dilator was advanced for post dilatation of a previously placed stent. However, during initial inflation at 4 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another 16-6/5.8/75 xxl esophageal balloon dilator. There were no patient complications nor injuries reported. It was further reported that the balloon ruptured at 2 atmospheres for less than 15 seconds.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-tortuous and mildly calcified common iliac artery. A 16-6/5.8/75 xxl esophageal balloon dilator was advanced for post dilatation of a previously placed stent. However, during initial inflation at 4 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another 16-6/5.8/75 xxl esophageal balloon dilator. There were no patient complications nor injuries reported.